Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a revision of the patient's left hip, after inserting the body/ stem separator and turning, a pop was heard but the proximal cone body would not release. Turning continued and a second pop was heard. Surgeon elected to perform osteotomy and it was observed that the proximal body was separated. The surgeon reported that the bony on-growth had prevented the cone body from being removed. Body/ stem separator was observed to be broken. All pieces were removed from the patient. Procedure was completed successfully with a delay of 20-30 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that during a revision of the patient's left hip, after inserting the body/ stem separator and turning, a pop was heard but the proximal cone body would not release. Turning continued and a second pop was heard. Surgeon elected to perform osteotomy and it was observed that the proximal body was separated. The surgeon reported that the bony on-growth had prevented the cone body from being removed. Body/ stem separator was observed to be broken. All pieces were removed from the patient. Procedure was completed successfully with a delay of 20-30 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular separator was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has fractured in the threaded portion where the components mate. Additional damage is present on the device indicative of in-service use and contact against a hard object. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock between with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the restoration modular separator broke during surgery. Visual inspection of the returned device indicated that the device has fractured in the threaded portion where the components mate. Additional damage is present on the device indicative of in-service use and contact against a hard object. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.